Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient underwent a left tka on (B)(6) 2019 performed by dr. The 2 week post operative xray revealed that the posterior stabilized insert appeared to be subluxed anteriorly. Dr elected to remove the insert and inserted a new posterior stabilized ps insert on (B)(6) 2019.